Event description:
Boston scientific received information that this patient experienced a syncopal episode of unknown etiology. The field representative consulted technical services (ts) about turning on the sudden bradycardia response (sbr) feature in the pacemaker. The sbr feature was discussed and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.